Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. During second inflation at 16 atmospheres for 2 seconds, the ballon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the coyote nc was returned for analysis. The device was returned for analysis, and the evaluation was completed on 02jul2025. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 24mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. During second inflation at 16 atmospheres for 2 seconds, the ballon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.